Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/ recertified dreamstation CPAP with an allegation of kidney disease/toxicity, stage 3 kidney disease. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jan 20, 2024, and section b5 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired/ recertified dream station CPAP with an allegation of kidney disease/toxicity, stage 3 kidney disease. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were no errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Section h6 updated in this report.